Manufacturer narrative:
Concomitant products: product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient receiving an unknown medication (at an unknown concentration and dose) via an implantable pump. The pump¿s indication for use (IFU) was noted as non-malignant pain. The consumer reported that right after implant, the pump was moving and it coiled the catheter, so they had to replace the catheter. A staff member at the hcp¿s office stated that the patient was seen for a suspected pump flip on (B)(6) 2014, the pump was viewed under fluoroscopy and nothing was seen. The staff member tried to confirm what that meant, but no one could confirm one way or the other. A dye study was performed on (B)(6) 2014 and the catheter was confirmed to be kinked. The replacement was scheduled for (B)(6) 2014. The patient had had no further issues with the pump. No patient symptoms were reported. Additional information (including medication information) has been requested. If additional information is received, a follow-up report will be sent.